Event description:
This ra lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that inappropriate mode switch was noted on this lead. Additionally, unipolar impedance for this lead was 419 ohms. The following physician was dr.(B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).